Manufacturer narrative:
(B)(4).

Event description:
Additional information received noted that the lead could not be repositioned in the epidural space. Repositioning was attempted because coverage was not adequate. Physician may attempt later using peripheral stimulation . No product defect issues were noted.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had a surgery in 2007 that was not successful. The reporter stated that they tried to reposition the leads, but there was too much scar tissue. This was not successful, so they did a surgical repositioning of the leads. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).